Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The device looks to be in good condition. Functional test was done according to qcp 026. Functional and electrical safety test passed. The problem was not duplicated. No actions were done on the device.

Event description:
It was reported that the device does not heat the inserted hose. There was unknown patient involvement and unknown patient harm.